Event description:
On (B)(6) 2012, customer reported that the potassium electrode port was leaking fluid on the dxc 600i instrument. Customer reported that the potassium electrode retainer nut was broken into 2 pieces and that the electrode could not be securely screwed into the flow cell assembly. Customer technical support (cts) sent the customer a replacement electrode retainer. Cts also generated a field service request for the customer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(6) 2012 and did not observe leaking because, the customer had replaced the electrode retainer nut. Fse performed calibration integrity checks and chloride failed the reference deviation and the sodium sample adc was greater than 5500. Fse replaced the sodium sample electrode and chloride tip and cleaned the port. Fse ran the calibration integrity checks again, and it passed all 3 calibrations. Low and high level precision runs were also performed and all were within published specifications. Repairs were verified per established procedures, and no further leaks were reported.

Manufacturer narrative:
(B)(4).